Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the prostyle instructions for use details the device suture deployment instructions in sequence. The prostyle is designed to be deployed sequentially as indicated with numbering on the device. Based on the reported information, the account is aware that the plunger was deployed out of sequence as the plunger was pulled prior to depressing to deploy the needles. The reported event was related to the plunger removed prior to depressing to deploy the needles. The subsequent treatments appear to be related to procedure circumstance. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The additional prostyle device referenced is filed under separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a interventional watchman procedure. Reportedly, the first device was deployed at 12 o'clock position and a cuff miss was noted. A second prostyle device was attempted; however, the operator inadvertently pulled the plunger before depressing it. The lever was returned to its original position, foot was retracted and device was removed. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 16f sheath and the watchman procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.